Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report irritation while using the acuvue oasys brand contact lenses and was prescribed eye drops. On 13dec2016 a return call was placed to the pt and the additional information was obtained as follows: the pt reported that he/she had been wearing the oasys lenses for one year. The pt reported symptoms of redness, irritation, and sandy-gritty feeing ou. The pt reported that he/she wears the lenses for two weeks of daily wear and doesn¿t sleep in the lenses. The pt reported that both eyes are currently fine and he has discontinued cl wear and is currently wearing glasses. The pt reported that he/she went to the eye care professional (ecp) and was prescribed tobramycin-dexamethasone drops for 1 week and no cl wear for 1 week. The pt reported that ¿they think I may have had an infection.¿ the pt also reported that the suspect product is no longer available. On 14dec2016 a call was received from a representative at the pts ecp and additional information was obtained as follows: the representative reported that the pt was seen on (B)(6) 2016 and was ¿treated for conjunctivitis.¿ the representative also reported that the conjunctivitis was infectious. The pt was prescribed tobradex qid ou and preservative free artificial tears were also recommended. The pt was to discontinue cl wear for one week and return for a follow-up visit. The representative reported that the pt did not return for follow-up. This is being reported for the pts os event. The pts od event is being reported in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002zt2 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.